Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a gradual rise in pacing impedance, from 900 ohms at implant to 2036 ohms currently. This lead has been in service for approximately 1.5 years. Associated with this rise in impedance has been an observed rise in pacing thresholds, to 2.8 volts. The physician elected to increase the pacing output to 5.0 volts, and will evaluate the lead at a later date.